Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower bellows was replaced to address the issue.